Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the poly insert would not snap into the size 54 cup. It was reported that the poly seems too small. It was reported that a second poly insert was opened and used with no issue. It was reported that the delay in surgery was less then 10 minutes.

Manufacturer narrative:
An event regarding assembly issue involving a trident liner was reported. The event was confirmed. Method & results: device evaluation and results: material deformation is noted on the tapered portion of the od surface and on the scallops of the device. The noted damage is due to malalingment during intraoperative impaction. Dimensional inspection and functional inspection was not performed due to damage, as noted in the visual inspection. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the reported event occurred as a result of misaligning the liner with the shell. This is evident by the damage observed on the returned device.

Event description:
It was reported that the poly insert would not snap into the size 54 cup. It was reported that the poly seems too small. It was reported that a second poly insert was opened and used with no issue. It was reported that the delay in surgery was less then 10 minutes.